Event description:
It was reported that the patient experienced a syncopal episode and fell. Interrogation of the implantable pulse generator (ipg) indicated the atrial lead had dislodged and was capturing in the right ventricle. The lead was reprogrammed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).